Event description:
It was reported that towards the end of a laparoscopic cholecystectomy procedure, at approximately the 7th clip the jaws stuck on the cystic artery. They attempted to open it manually. After a number of attempts, they were able to manually open the device and remove it from tissue. There was no tissue trauma reported. The patient is okay.

Manufacturer narrative:
(B)(4). Empty. The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty, locked out and with the orange indicator not visible. Due to returned condition of the device no testing could be performed to evaluate the reported opening issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.